Event description:
It was reported the patient received the following results within 15 minutes: 150 mg/dl (system 1) and 350 mg/dl (system 2). The results were obtained with the same vial of test strips. The caller also reported that approximately two months ago, the performa system gave an erroneous high result which led to hospitalization. On the day of the event the father tested the customer's blood glucose and received a high result (exact value unknown). Based on this high result the father administered a correction dosage of 4 units of apidra insulin. At an unknown time, the patient lost consciousness due to hypoglycemia and was taken to the hospital. Upon arrival at the hospital, the customer received a blood glucose result of 60 mg/dl on the professional meter. The customer was treated for hypoglycemia, however the type of treatment given was unknown. The customer was hospitalized for two days, before returning home.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.